Event description:
Post angiogram performed of device deployment noted a proximal type I endoleak. Main body graft was re-ballooned at the sealing stent with no noted improvement in the endoleak. A main body extension was deployed overlapping the suprarenal stent and the proximal sealing stent. Post angiogram performed after molding the extension viewed a slight endoleak. Aortic neck diameter was re-examined revealing that the neck diameter was smaller at the location of the suprarenal stent. A second body extension of a smaller diameter was deployed in the suprarenal stent and slightly below. After ballooning of the extension a reduction of the endoleak was noted. Physician decided to conclude the procedure and follow-up at a later time.